Event description:
It was reported that the patient appeared to have heart block with loss of ventricular capture resulting in an underlying rhythm of approximately 38 beats per minute. An appropriate safety margin was determined and the device was programmed to a fixed output. The patient would be monitored.

Manufacturer narrative:
No medwatch form was received.